Event description:
Vaginal mesh support device surgically inserted. Mesh has eroded through vaginal wall, won't know the full extent of damage until I go in for my surgery date to have it removed. I experience incontinence, flatulence, pain with and without urination, frequent urination, back and leg pain, prolapse of uterus.